Event description:
On an unknown date, the patient underwent abdominal aortic replacement using a y-shaped graft to treat an abdominal aortic aneurysm. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3110/06578528, tg2810/06578500). As a leg portion of the existing y-shaped graft was highly bent (or kinked), and an introducer sheath could not be advanced to the kinked area or above, a delivery catheter was advanced outside of the sheath. After two stent grafts were deployed, an intra-procedure angiography revealed that a portion of the graft in the left common iliac artery was kinked and thrombosed. On the same day, a thrombectomy was performed using a fogarty catheter. Additionally, ballooning in the kinked area was performed and a metal stent was implanted. Thrombosis was revealed and blood flow to the left lower extremity was recovered. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysm diameter was 37mm at the time of hospital discharge. It was unknown if endoleaks had been present as a computed tomography angiography was not performed. Later in follow-up studies, endoleaks or other adverse events had not occurred to the patient with aneurysm diameter shrinking to 28mm.

Manufacturer narrative:
Added a possible cause of the kinking of the y-shaped graft leg. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date, the patient underwent abdominal aortic replacement using a y-shaped graft to treat an abdominal aortic aneurysm. On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3110/06578528, tg2810/06578500). As a leg portion of the existing y-shaped graft was highly bent (or kinked), and an introducer sheath could not be advanced to the kinked area or above, a delivery catheter was advanced outside of the sheath. After two stent grafts were deployed, an intra-procedure angiography revealed that a portion of the graft in the left common iliac artery was kinked and thrombosed. On the same day, a thrombectomy was performed using a fogarty catheter. Additionally, ballooning in the kinked area was performed and a metal stent was implanted. Thrombosis was revealed and blood flow to the left lower extremity was recovered. On (B)(6) 2009, the patient was discharged of the hospital. Aneurysm diameter was 37mm at the time of hospital discharge. It was unknown if endoleaks had been present as a computed tomography angiography was not performed. Later in follow-up studies, endoleaks or other adverse events had not occurred to the patient with aneurysm diameter shrinking to 28mm. It was reported that device manipulation may have caused the kinking of the y-graft leg, requiring reintervention.